Event description:
It was reported that a spectrum pump continually alarmed 'air in tubing' when using the male luer lock adapter tubing with norepinephrine. This occurred during patient infusion in the intensive care unit (ICU) however there wa no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.